Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy with a prismaflex m100 set ckt. After treatment started, the high pressure alarm was generated. The nurse observed a crack on the male luer lock connector on the venous line. The blood in the extracorporeal circuit was not returned to patient resulting in an estimated blood loss of 152 ml.